Manufacturer narrative:
Result - timing link.

Event description:
It was reported by service report that te siderails were stuck in the up position and would not lock and the ground prong was missing from the power cord. No pt involvement or adverse consequences are reported.